Event description:
In 2007, it was reported to boston scientific corp that an ultraflex large esophageal ng stent system had been placed on six days earlier, (female pt, age & weight unk). According to the complainant, approx six days after the placement, "it was found that the stent had not expanded sufficiently." "The physician tried using a (bsc) cre balloon [dilatation catheter] to expand the stent but the balloon popped." Reportedly, a second cre balloon catheter was attempted, but it also failed to expand the stent; the procedure was aborted. Follow-up info, received from a bsc sales rep, revealed that the pt was being fed by tpn (total parenteral nutrition) since the pt was only able to swallow some liquids and/or solids. The sales rep commented that the pt's stricture prevented complete expansion of the stent. It was further reported there was no plan for further intervention as the pt has "end stage cancer and is in hospice."

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for eval. A device analysis will not be performed; therefore, the relationship between the device and the reported event is unk. The october 2007 ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.